Event description:
It was reported that the customer encountered an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the customer followed these steps, which resolved the issue and enabled the successful start of a new sensor session.